Manufacturer narrative:
The insulin pump was received with an error alarm during basic occlusion test due to loose protruded drive support disk. The insulin pump was missing the end cap sticker, had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis